Event description:
Info received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found three broken pins on the communication cable. He replaced the cable to repair the bed.